Manufacturer narrative:
This complaint was originally reported to amt on 10/24/2023 by (B)(6) of(B)(6) hospital. At this time, it was reported that the bridle devices were getting pulled to the side and causing damage to the outside of the nares area. No device was available for inspection, but images were provided. From these it was concluded that the bridle pro was being placed too tightly, against the device's instructions for use. This caused minor skin level damage and redness. The hospital also noted they were planning further education training with these devices. On 04/03/2024, amt was notified of a medwatch report regarding this occurrence. There was no information provided that a death, serious injury, or any other harm occurred with the patient. A response is being sent to FDA as the incident was reported under medwatch report #(B)(4). Based on the provided information and examination of the reported images, there was no evidence found that would indicate the device failed or that reported event was due to a manufacturing defect or quality issue. We have assigned the internal complaint # (B)(4) to this record.

Event description:
Per the original reporter in uf #(B)(4): the "envue and bridle have been in for weeks. Bridle noted to be embedded in pt outer septum on inside of right nare. The envue was sitting on pt left side with tube feeding infusing. The bridle had scabbed into the deep portion of the pressure injury. Bridle removed by physician.".